Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator change due to eri, fluoroscopy showed multiple externalized conductors on the rev lead. Patient was asymptomatic, and the lead was electrically normal. Venogram showed occluded and collateralized left veins, consequently lead was capped, and a new lead was implanted on the right side.